Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection. Poly wear was also reported.

Manufacturer narrative:
Depuy still considers this investigation to be closed.

Manufacturer narrative:
Examination of the submitted device confirmed anticipated wear for a polyethylene knee device implanted for approximately three years. The investigation did not find any evidence of product failure or product contributing to the reported patient infection. Based on the investigation determination of no product failure of product contribution to the reported event, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.